Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that respiratory rate trend (rrt) oversensing was observed on both right atrial (ra) lead and right ventricular (rv) lead channels. Oversensing only occurred on the ra channel, for less than two seconds. The rrt algorithm was programmed off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.